Event description:
Patient reported being treated in the ER for elevated blood glucose (1400 mg/dl). Patient indicated that he was given IV fluids and insulin drip. Patient indicated that the device caused the elevated blood glucose.